Event description:
It was reported that the right atrial (ra) lead exhibited high and rising thresholds. It was also reported that the ra lead was noted to have broken. The ra lead was programed off , subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.